Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of aspiration occurred. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure. The catheter was primed and entered into the patient. However, there was an error alarm after 22 seconds of aspiration and the catheter stopped functioning. The pump filled with saline and leaked into the tray below. An additional catheter was selected for use, but was not able to make it through set up due to the pump leaking into the tray below and an error alarm. It was noted that one of these two catheters became kinked during clean up and not during the procedure. The procedure was completed with another of the same device. There were no patient complications and the patient condition was noted as stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of solent omni thrombectomy system with no other devices. The pump, shaft, and tip were microscopically examined and there was no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that a loss of aspiration occurred. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure. The catheter was primed and entered into the patient. However, there was an error alarm after 22 seconds of aspiration and the catheter stopped functioning. The pump filled with saline and leaked into the tray below. An additional catheter was selected for use, but was not able to make it through set up due to the pump leaking into the tray below and an error alarm. It was noted that one of these two catheters became kinked during clean up and not during the procedure. The procedure was completed with another of the same device. There were no patient complications and the patient condition was noted as stable.